Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID # (B)(6) indicated that the procedure was coil embolization assisted with an enterprise vrd (enc452812/01421342) and codman orbit coils (trufill orbit complex fill 915 coil-637cf0925/15047914), (trufill dcs orbit 7x13 complex fill-637cf0713/13470979) and other non-codman coils of the ba-tip, and approximately a year after the index procedure, an angiogram revealed an aneurysm growth of the target aneurysm as well as a recanalization of the aneurysm. Action taken was additional coil embolisation and also additional enterprise was implanted along the target aneurysm. Date of the procedure was unknown. Lot and catalogue number of the additional vrd was unknown. After the procedure, the angiographic appearances were satisfactory and there was no issues noted. The event outcome as of two weeks after the event was indicated as resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The physician noted that it was a giant aneurysm and was indicative of aneurysm growth.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010 ~ ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2010 ~, cilostazol 200mg/day: (B)(6) 2010 ~, argatroban hydrate 60mg/day: (B)(6) 2010 ~, 20mg/day: (B)(6) 2010 ~, heparin 5,000u was administered intra-procedurally. Prior to implanting the vrd, launcher/medtronic, prowler select plus (mc) microcatheter (606-s255x/15095669), chikai (asahi intecc) were utilized. Other devices utilized during the procedure were, echelon 10 (covidien (B)(4)), chikai (asahi intecc), v-track (terumo), trufill orbit complex fill 915 coil (637cf0925/15047914), trufill dcs orbit 7x13 complex fill (637cf0713/13470979), and gdc 10 (stryker) (total 28). No further information is available and procedural images are not available. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00272 and 1058196-2012-00273.

Manufacturer narrative:
The report from the (B)(4) study indicated that angiography demonstrated aneurysm growth of the of the basilar artery tip aneurysm as well as recanalization approximately one year after the enterprise vrd assisted coiling with two codman coils (trufill orbit complex fill ((B)(4)) and 29 noncodman coils. The aneurysm occlusion rate after the index procedure was 95% and at one year follow-up the occlusion rate was 60%. Action taken was additional coil embolization with implantation of an additional enterprise along the target aneurysm at an unknown date. After the procedure, the angiographic appearances were satisfactory and there were no issues noted. The event outcome as of two weeks after the event was indicated as resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The physician noted that it was a giant aneurysm and was indicative of aneurysm growth. The patient's medical history consisted of hypertension, hemorrhagic stroke, clipping of left internal carotid artery and left middle cerebral artery (details unknown). The unruptured saccular aneurysm neck was 13.2 mm, and the neck to sac ratio was 13.2 mm:10.8 mm. The parent vessel size diameter proximal was 4.0 mm and distally was 3.2 mm. Heparin 5,000u was administered intra-procedurally. The act was 133 seconds pre anticoagulation and 239 seconds post anticoagulation. The modified rankin scale (mrs) score before the index procedure on was 0. The mrs score post procedure and one month post procedure was 0. At the time of the 1-year follow-up the aneurysm neck was 14.5 mm, and the neck to sac ratio was 14.5 mm:18.1 mm. The parent vessel size diameter proximal was 2.7 mm and distally was 2.9 mm. Mrs was 0. Post additional coil embolization the angiographic appearances were satisfactory and there were no issues noted. Antiplatelet therapy at index procedure included ongoing daily aspirin 100 mg and clopidogrel sulfate 75 mg beginning six days pre-procedure. Cilostazol 200 mg/day was administered beginning the index procedure day for eight days along with argatroban hydrate 60mg/day for two days, then 20 mg/day for two days. A review of the manufacturing documentation associated with orbit lot 13470979 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. With review of the information and as reported aneurysm characteristics appear to have contributed to the event with no indication of any manufacturing issues. Therefore, no corrective actions will be taken at this time. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00272 and 1058196-2012-00273.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470979 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of multiple products involved with this adverse event, which is associated with mfg report 1058196-2012-00272 and 1058196-2012-00273. Additional information will be submitted within 30 days of receipt.